Event description:
International affiliate reports the isola expedium twister connector assembly came apart intra-operatively under the strain of connecting a rod to a bolt. The difficulty did not result in any adverse consequences to the patient and there was no significant delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the iexp 55 ti twister revealed that the twister blade had separated from the twister body. Upon further examination it was noted the there is a section (approximately 0.090¿ long by 0.015¿ wide) of the blade crimp is deformed. It was also noted that there is corresponding material deformation on the twister body. Review of the device history record identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month review of the complaint trend analysis for the twister and its device family found no other complaints of this nature have been reported. Although the root cause is unknown, it is likely that the swag connection was subjected to a higher than anticipated force which resulted in separation. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.